Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a cracked connector. The status of the device is unknown.there was no patient complications recorded with this event.

Manufacturer narrative:
Analysis confirmed the customer's comment as the atrial output connector was broken. It was also noted that the hanger and a hanger screw was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.